Event description:
It was reported that a patient was experiencing constant pain at their generator site with occasional stabbing sensations not coinciding with stimulation. The patient has been referred for pocket revision by their physician.No surgical intervention has occurred to date.No other relevant information is available to date.